Manufacturer narrative:
It was reported that a pump failure alarm occurred on the hls set. There were some very negative venous pressures preceding, that could not be fixed. The patient was placed on the hand crank, and 2 different cardiohelp devices were tried, each giving the "pump disposable error" message. The hls set was changed out and functioned without issue after that. The failure occurred during treatment. No harm to any person has been reported. Due to the exchange of the cardiohelps, and the hls set during treatment, a report is required. The affected hls set was investigated in the getinge laboratory on 2024-07-02 with the following conclusion: during visual inspection and cleaning step, clots were found in the pump housing. The centrifugal pump ran without any abnormalities and no failure message occurred. The failure message ¿pump disposable error" occurs when the centrifugal pump is recognized by the cardiohelp and a change or variation in the distance of the magnets to the hall sensors of the cardiohelp is present, and leads to a pump stop. Probable root causes can be: clotting in the pump housing and the associated change in the rotor position and flow behavior (negative venous pressure values were reported), decoupling of the module from the cardiohelp while the centrifugal pump runs, impeller imbalance within the pump head due to magnetic field disturbances, air entry or small clots, patient/procedure related factors, such as the anticoagulation protocol used during treatment, heparin resistance and/or other comorbidities of the patient, a combination of the previous. However, in this case no direct connection is apparent to the described potential causes. It is unknown if the patient suffered from any coagulation disorders, or if any other causes may have caused the clotting. The exact root cause remains unknown. A medical consultation was performed by getinge medical affairs on 2024-07-15 with following conclusion: the described phenomenon is a known complication in extracorporeal circulation, when centrifugal or diagonal pumps are used and occurs in 0.5 to 1.5% of ECMO runs documented in the elso registry. According to the lce report, the error could not be reproduced, likely due to the elimination of the clotted material that might be responsible for causing the pump error during the cleaning procedure. As stated: the event ¿could be a result of clotting in the pump housing and the associated change in the rotor position and flow behavior. Furthermore, a decoupling of the module from the cardiohelp while the centrifugal pump runs can lead to the failure. However, in this case no direct connection is apparent to the described potential causes. Clots are present but it cannot be identified as the cause for the failure.¿ the preceding ¿very negative pressures¿ mentioned in the complaint narrative are a factor potentially contributing to hemolysis, which in turn can further activate the anticoagulation cascades and lead to an increased number of blood-clots. These may be aspirated along the venous line or form inside the pump head. The elso red book explains the surrounding circumstances as follows: ¿pump failure may occur in all magnetic driven centrifugal pumps when there is impeller imbalance within the pump head. This can happen due to magnetic field disturbances, air entry or small clots that disrupt the pump head balance. Often the pump will make a noise, hemolysis will occur, and the pump might stop abruptly.¿ other probable causes: the keyword ¿again¿ in the complaint narrative might be suggestive of repeated coagulation problems. One potential cause may be associated with anticoagulation drugs. Deviations in potency and quality of anticoagulation medication have been reported and could potentially be the cause of anticoagulation levels remaining below the intended values. Another factor can potentially be heparin resistance or other co-morbidities that influence the coagulation system and coagulation factor potency, activity levels or concentration in the plasma can be a conceivable reason why anticoagulation levels were not as they were intended. Without further knowledge about the patient condition this cannot be evaluated at this time. Other, more patient centered causes would be mere speculation and are thus omitted. As stated in the instruction for use of the cardiohelp - chapter "check before every application": ¿before application, ensure that the cardiohelp-I is securely fixed and correctly installed and that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device." Further in the instructions for use of the hls set, it is said in chapter "safety instructions for the oxygenator" that "incorrect installation of the hls module advanced can lead to device malfunction. Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump." The production records of the affected product were reviewed on 2024-07-03. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported product and failure. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Event description:
The event occurred in the us. It was reported that a pump failure alarm occurred on the hls set. There were some very negative venous pressures preceding, that could not be fixed. The patient was placed on the hand crank, and 2 different cardiohelp devices were tried, each giving the "pump disposable error" message. The hls set was changed out and functioned without issue after that. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that a pump failure alarm occurred on the hls set. There were some very negative venous pressures preceding, that could not be fixed. The patient was placed on the hand crank, and 2 different cardiohelp devices were tried, each giving the "pump disposable error" message. The hls set was changed out and functioned without issue after that. The failure occurred during treatment. No harm to any person has been reported. The affected hls set was investigated in the getinge laboratory on 2024-07-02 with the following conclusion: during visual inspection and cleaning step, clots were found in the pump housing. The centrifugal pump ran without any abnormalities and no failure message occurred. The failure message ¿pump disposable error" occurs when the centrifugal pump is recognized by the cardiohelp and a change or variation in the distance of the magnets to the hall sensors of the cardiohelp is present, and leads to a pump stop. Probable root causes can be: clotting in the pump housing and the associated change in the rotor position and flow behavior (negative venous pressure values were reported). Decoupling of the module from the cardiohelp while the centrifugal pump runs. A combination of both. However, in this case no direct connection is apparent to the described potential causes. The exact root cause remains unknown. As stated in the instruction for use of the cardiohelp - chapter "check before every application": ¿before application, ensure that the cardiohelp-I is securely fixed and correctly installed and that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device." Further in the instructions for use of the hls set, it is said in chapter "safety instructions for the oxygenator" that "incorrect installation of the hls module advanced can lead to device malfunction. Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump." The production records of the affected product were reviewed on 2024-07-03. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).